Manufacturer narrative:
Sorin group (B)(4) manufacturers the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4)received a report that the s5 roller pump stopped and displayed an error message during a procedure. There was no report of patient injury. A sorin group field service representative went to the facility to investigate. While at the facility, the service representative was unable to reproduce the reported issue. A review of the pump's memory could confirm that the pump stopped and since the pump stopped right at the beginning of the procedure this could indicate over occlusion of the tubing. The pump was changed from the arterial pump to the suction pump and the system was returned to service and no further issues have been reported. A review of the device history record found no deviations or non-conformities related to the reported issue. Sorin group (B)(4) stated that, although it cannot be confirmed, it is possible that the issue was caused by over-occlusion of the pump head. Since no defect or malfunction has been identified, no further actions are deemed necessary at this time.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped and displayed an error message during a procedure. There was no report of patient injury.